Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the motor drive unit lights started flashing, the blade would not cut, and the unit would shut off. Another device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Insufficient drive of disposable - conclusions: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.